Manufacturer narrative:
The repair has not been completed.

Event description:
Info received indicates the brake linkage is the old style linkage and was worn out. This allowed the brake pedal to be set at the foot end of the stretcher but the head end brake would not engage.